Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found a damaged(detached) downstream occlusion (dso) seal. The dso seal was replaced.

Event description:
One device was returned for repair. Analysis found a detached downstream occlusion (dso) seal. There was unknown patient involvement, and no patient harm reported.